Manufacturer narrative:
B5: event description corrected. B7: added relevant history patient codes c26693 and c50462 no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that this patient originally had stenosis of his native aortic valve, as well as an aortic root aneurysm and ascending aortic aneurysm. Due to this, the patient's aortic root was replaced with this bioprosthetic aortic root valve, and the ascending aorta was replaced with a graft. Approximately 7 years and 7 months post implant, routine echocardiogram revealed a 3.9cm aneurysm of the ascending aorta. Follow-up computed tomography (CT) angiogram revealed an additional ascending aortic aneurysm of 7.9 cm x 7.3 cm. At that time no dysfunction of the aortic root valve was reported. Due to the ascending aortic aneurysms, the patient underwent re-operation. During the re-operation, the walls of the aneurysm were removed as well as layered thrombus from inside the aneurysm. Upon evaluation of the bioprosthetic aortic root valve, a tear was noted in the prosthesis along the superior aspect of the left main coronary artery button. Another tear was present lateral to the right main coronary artery button. As a result of these tears, it was reported that both coronary buttons were dehisced, therefore necessitating replacement of the aortic root valve. A third "defect" was found anterior to the commissure between the right coronary cusp and the non-coronary cusp. The bioprosthetic aortic root valve was explanted, and a prosthesis of the same size and model were implanted. The patient tolerated the procedure well.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 7 months post implant of this 27mm bioprosthetic aortic root valve, it was explanted and replaced with a valve of the same size and model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: based on the pathology report received, pseudoaneurysm was confirmed in the ascending aorta. The freestyle bioprosthetic valve was noted to be without calcification, cusp tear, pannus, or leaflet thrombus, associated with pseudoaneurysms. From the available information, a conclusive cause of the tears and pseudoaneurysm could not be determined. A pseudoaneurysm can occur due to user technique and/or patient related factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the reason for replacement was severe aortic stenosis, regurgitation and an aortic root aneurysm. The patient also had an ascending aortic pseudo aneurysm. During the explant procedure, it was noted there was a tear along the superior aspect of the left main coronary artery button, as well as lateral to the right main coronary artery button. A third tear was found anterior around the commissure between the right and noncoronary cusps. Additionally both the right and left coronary buttons were dehisced. Three days post op the patient developed symptomatic bradycardia. With long pauses on the telemetry strip which were long enough to warrant an emergency implant of a permanent pacemaker. No additional adverse patient effects were reported. Added patient weight to field a4 updated coding to field h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.